Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/20/2021. H.6. Investigation: a device history review was conducted for lot number 0063991. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the returned device was subjected to leakage testing; our engineers were unable to detect any leaks during standard use as prescribed by the product specifications. Unfortunately, without the ability to observe the reported failure mode our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that pegasus yel 24gax0.75in prn-qsytey nopvc leaked blood. The following information was provided by the initial reporter: on the morning of october 29, after the blood transfusion catheter was successfully detected by hinq puncture, the operating nurse could not remember whether the blood was leaking from the extension tube or the needle base, and reported to the head nurse, who immediately replaced the patient with a new indwelling needle. It is hoped that this indwelling needle can be tested to find the cause of leakage (blood).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pegasus yel 24gax0.75in prn-qsytey nopvc leaked blood. The following information was provided by the initial reporter: on the morning of october 29, after the blood transfusion catheter was successfully detected by hinq puncture, the operating nurse could not remember whether the blood was leaking from the extension tube or the needle base, and reported to the head nurse, who immediately replaced the patient with a new indwelling needle. It is hoped that this indwelling needle can be tested to find the cause of leakage (blood).